Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: promus element plus, mr, ous 4.00x16mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the mid stent region were noted to be lifted from the crimped position. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 22-jan-2021. It was reported that crossing difficulties were encountered. The de novo target lesion was located in the left main artery to left anterior descending artery. A 4.00x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.